Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33, excessive no delivery test and a35 alarm due to buttons not responding. No blank display anomaly during test. Device received with cracked battery tube threads, cracked reservoir tube lip. Cracked case display window corner and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that when the act button was pressed and insulin pump error was presented and they can¿t rewind the insulin pump. Insulin pump was dropped. No harm was required during medical intervention. The insulin pump will be returned for analysis.